Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the senor was not working. At that time the patient was having symptoms nauseous, vomiting, numbness, heavy, and hazy head, confusion, disorientation, shakiness, dizziness, headache, blurry vision. Patient was alone when this happened. No bgm available. No cgm value showing on the device. No medical professional was called. The patient just ate and drunk but still the same. The patient called her husband and he brought her to her doctor¿s office. There they took a bg reading which was low but they didn´t remember the exact number and the cgm was still saying signal loss, no reading. Doctor treated the patient with a glucagon shot, insta glucose jelly. The patient stayed for a few hours 3-4 hours and was feeling better. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 6/24/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 12:54 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to expiration on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On 6/9/2026 the sensor was due to expire, and several alerts occurred concerning the time left on the sensor. At 12:59 pm the sensor expired and the alert occurred as designed. At 6:03 pm a new sensor was paired and started. No signal loss event was recorded in the data. The allegation and probable cause could not be confirmed. No additional patient or event information is available.